Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had been leaking way more, for about the last 3 weeks. They mentioned that around the time the leaking started, they felt a pain and burning/stinging around the implant, which lasted about 3 days. Also around that same time, they got a bladder infection, inflamed, and they were given antibiotics. They noted that the first one they were given was wrong, so they were put on a second, and they just finished their 10 day regiment yesterday. The patient stated that prior to implant, antibiotics for infection would trigger leakage. About 3 days ago, the patient increased stimulation to 2.9 on program 2, and it had been slightly uncomfortable since it pulsed on their rectum and they had hemorrhoids from prior to implant. It was reviewed that the stimulation should be set to a comfortable level, and the patient should contact their healthcare provider for direction on how to address their symptoms. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.